Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in the pt. Device issue: dislodged stent. It was reported that after predilatation of the lesion in the marginal branch, it was intended to implant a 3.0 x 15 mm multilink vision. Although the lesion was dilated with the balloon at 16 atm, the stent was not seen in the coronary tree, nor in the guiding catheter, nor could it be located anywhere. The procedure was completed using a 3.0 x 16 mm xience. No additional event or pt info is available. Based on the fact that the stent could not be located in the pt's coronary and the device was not inspected during preparation the event will be filed conservatively as a stent dislodgement at this time.

Manufacturer narrative:
Results: product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent was not rec'd. The balloon appeared to be previously inflated. There were crimp marks on the balloon and between the markers. There was a kink in the hypotube 17.5 cm distal to the strain relief tubing. There was no other damage noted. The protective sheath was not returned. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.